Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked), associated with the clip opening for 5-10 degrees after deployment, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip opening while locked. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade of 3-4. The clip was implanted, reducing mr to grade 1-2. After the deployment, the physician was questioning, whether the clip slightly opened. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.